Event description:
A nurse reported that a system message displayed during a retinal procedure. The staff restarted the system and the system message remained. The surgery could not be completed. There was no harm to the patient. The surgery has been rescheduled.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).